Event description:
Admitted to sjmh for a v-p shunt revision. Last known shunt revision was 1986. Chief complaint was nausea, dizziness, blurred vision when standing and mild headache. CT scan showed increase in ventricle size and on pumping the shunt was found blocked distally. X-ray showed peritoneal catheter had fractured and had migrated down into the peritoneal cavith at the level of the pelvis. Surgery required for peritoneal catheter retreival and replacement of peritoneal catheter. Discharged without complicationdevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped temporarily. The device was destroyed/disposed of.